Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that there was a 25 millimeter difference between the first pipetting of the sample and the second pipetting. The hsc also determined that the system displayed a sample pipettor error during the time of the event. The cause of the discordant thcg result is unknown. The customer successfully repeated the thcg result. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s). The sample was repeated on the same system. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant thcg result.